Event description:
It was reported that a pump was alarming for an upstream occlusion. There was no patient injury or death associated with this pump.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "upstream occlusion alarm" was confirmed. The lower upstream sensor reading was found to be out of specification. The reading obtained for the upstream sensor's tail crystals indicate fluid has infiltrated the sensor housing pockets, where the crystals are located. This can cause a resistive connection between the two surfaces of the crystal. Which would result in the reduction of the upstream sensor signals and cause the upstream occlusion alarms. As a result, the upstream sensor was replaced.